Event description:
Procedure: lap chole. According to the reporter, upon roticulating the device twice, the shaft cracked. The fallen piece was retrieved from the patient cavity, and another device was used. There was no bleeding or tissue damage, and the procedure operating room time was not extended. No patient info available.

Manufacturer narrative:
(B) (4).